Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed that the device has the spring tip kinked. Overall length, outer diameter of the distal tip, middle of the device and the proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the rotawire could not keep its position during ablation. A 330cm rotawire¿ was selected to advance. During procedure, it was noted that the rotawire could not keep its position upon ablation inside patient's body. The rotawire was then removed from the patient's body and the procedure was completed with the same burr and another rotawire. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotawire could not keep its position during ablation. A 330cm rotawire¿ was selected to advance. During procedure, it was noted that the rotawire could not keep its position upon ablation inside patient's body. The rotawire was then removed from the patient's body and the procedure was completed with the same burr and another rotawire. No patient complications were reported and the patient's condition was good.